Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code. The condition was reported to have occurred in the general patient ward; however, it is unknown when this condition occurred. During product evaluation at baxter, it was discovered that the event occurred during delivery. An interruption during delivery occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed, but not duplicated. The assignable cause was faulty pumphead. The device was returned to the customer unrepaired due to estimate refusal by the customer.a follow-up medwatch report will be submitted if additional information becomes available.